Manufacturer narrative:
The customer cleaned the alnty ci hand barcode (part number 04s77-01) as instructed and the issue was resolved. A review of the (B)(4) service history was performed, and the review identified no additional results being assigned to the incorrect patient or sample, pre- or post the current complaint and found no identifiable contributing factors on or around the date of the complaint issue. Return testing was not completed as returns were not available. The product labeling review found the alinity ci-series operations manual adequately addresses operational precautions and limitations and troubleshooting for the issue. Based on the investigation no product deficiency was identified for the alinity ci hand barcode (part number 04s77-01) or the alinity ci instrument with sn# (B)(4).

Manufacturer narrative:
All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that a specific sample barcode was misread by the alinity ci barcode reader. The following data was provided: barcode on the tube: 19 06 00 34 60 02. Read by the reader: 19 06 00 34 36 02. The customer reported this happened multiple times, however an error was not generated every time. No impact to patient management was reported.